Event description:
The customer contact reported the device alarm with a s233 (over temperature error) malfunction alarm code and was warm to touch. The device was returned to the biomedical department from central supply with a note stating "overheating". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code and the device was warm to touch. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.